Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and press act button was hard to press. Customer's blood glucose level was unknown. Customer stated that the plastic came off of the top of the reservoir window and insulin pump glitches and screen was turn on and off 5 times. The insulin pump will not be returned for analysis.